Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump had critical pump error. Customer reported that the pump had received pump error alarm. Pump screen did not turn off and customer was not able to clear the pump errors, power loss alarm and program the pump. No harm requiring medical intervention was reported. The customer will discontinue to use the device. The product will be returned for analysis.

Manufacturer narrative:
Retainer = black. Customer returned device for an alleged critical pump error (open book image) alarm, this alarm is generated when a power failure is detected alarm, and frozen display found on august 25, 2022. The device was received with a critical pump error (open book image) alarm after battery installation. Unable to perform the self test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, and active current measurement test or verify frozen display due to critical pump error (open book image) alarm. Successfully downloaded the trace and history files using thump. A review of the downloaded history files reveal one august 25, 2022 at 18:16 a broken force sensor was detected during seating or regular delivery alarm alarm was triggered which caused the critical pump error (open book image) alarm. No alarm could be found in the history and trace files. The device was cut open to perform visual inspection. Moisture damage was found on the electronic assembly (electric board), the motor, and force sensor. The force sensor zero offset is within specification (23.2 megha volt). Critical pump error (open book image) alarm and a broken force sensor was detected during seating or regular delivery alarm alarm are due to moisture damage on the force sensor. A test p-cap does lock into place inside the reservoir compartment properly. The following were noted during physical inspection: scratched case, cracked battery compartment, and pillowing keypad overlay. Critical pump error (open book image) alarm and a broken force sensor was detected during seating or regular delivery alarm alarm are confirmed due to moisture damage on the force sensor. This alarm is generated when a power failure is detected alarm is not confirmed. Frozen display is unknown due to the critical pump error (open book image) alarm. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.